Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had a system failure alarm. It is unknown if there was no patient, or clinician injury associated with this event.